Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The cannula came out from the patient's body and was leaking insulin. The patient's blood glucose result was 194 mg/dl. No adverse event was reported. The infusion set lot number was not provided. The infusion set was requested to be returned for product evaluation.